Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of distal pancreatectomy, the surgeon squeezed the handle and the device fired. W hen the cartridge was removed from the tissue it was noticed that the stapling was incomplete in central. Some staples pierced the tissue but did not staple the tissue completely. They pushed the green button before firing, but the handle did not return to the initial position properly. It was also noted that at the unloading the device, it was very difficult to remove the cartridge from the handle. They used another device to continue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.